Event description:
A talent stent graft system was implanted for the endovascular treatment of a thoracic aortic aneurysm. Vessel morphology from the time of implant is unknown. Currently the vessel morphology was reported as there was disease progression with aortic neck dilatation, the aortic neck at the renal artery is 40 mm in diameter. The patient returned for routine follow-ups. It was reported that a recent CT revealed that the talent stent graft has migrated distally 6-7 cm distally in the aneurysm sac with a type I endoleak. The patient was not a good surgical candidate at the time of implant and is still not a good candidate for an open surgical repair. The physician has elected to monitor the patient. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (migration, endoleak); patient¿s condition affected effectiveness of device (anatomy related; disease progression with aortic neck dilatation). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; disease progression with aortic neck dilatation).